Event description:
It was reported that during a laparoscopic chole procedure, the first device was stuck on the duct and they had to pull it off. The second device was stuck on the duct and had to be pulled off the duct. The case was completed with no patient consequence, but they did not know how it was completed. There was no adverse consequence to the patient. (B) (4).

Manufacturer narrative:
Analysis noted abrasions on the lead body at 16 and 18 cm from the connector. The is-1 proximal cables were exposed at 16 cm and one of the cable's etfe insulation was abraded and the cable was melted. The abrasions are indicative of exposure to friction with the ICD can. Normal electrial characteristics were measured.